Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc product on or about (B)(6) 2009, with the intention of treating her stress urinary incontinence. It was alleged the plaintiff in or about (B)(6) 2009, began to suffer complication of serious bodily injuries including but not limited to extreme pain, erosion, bladder and urethra infections, add'l surgeries, and other injuries. It is also alleged the plaintiff had severe mental pain and suffering, hardening, dyspareunia, recurrent incontinence and permanent injury.